Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in telephone number (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with the power cable in the reel. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Corrected information: sections b5, b6, b7, d11, h6. Additional information: sections b4, d5, e1, g4, g7, h2, h10, h11.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had an issue with the power cable in the reel. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and during troubleshooting it was found that the insulation of the cable drum was damaged. In order to correct the reported issue, the fse replaced the cable drum, and performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.